Manufacturer narrative:
A steris field service technician arrived onsite and inspected the unit. The technician identified that the cause of the leak was due to a worn drain funnel. The technician replaced the drain funnel, tested the sterilizer, and confirmed the unit was operating according to specification. No additional issues have been reported.

Event description:
The user facility reported a leak from their century sterilizer. No injuries or procedural delays/cancellations were reported.